Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they are having issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 156 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. The insulin pump was received with corroded keypad traces. The insulin pump was unable to test error test due to blank display. Unable to verify alarm due to blank display. The insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.